Manufacturer narrative:
Testing and investigation found the device did not alarm when a proximal occlusion was present. This was due to contamination on the proximal pressure sensor pin. The contamination prevented the proximal pressure pin from correctly contacting the admin set cassette diaphragm. The contamination was a result of use in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventative maintenance at the user facility, the device did not alarm when the tubing was clamped proximal to the device. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.